Event description:
The sales manager called on (B)(6) 2024 to report that (B)(6) hospital found the UDI information on package (00382908421010) of the syringe was different from that in nmpa(00382903284214). Material code is 328421, lot number 3024620, registration certificate number: 20173141288, samples and photos are available. The call center confirmed with the customer on (B)(6) 2024: the purchase time and supplier are unclear, problem products in this batch is greater than (B)(4). (B)(6) hospital hopes to replace problem products with the correct UDI code. Customer response needed:yes-email. Sample availability? Yes. Sample availability details: picture/video available and physical sample.

Manufacturer narrative:
(B)(4) syringe units impacted by this event. See enclosed completed medwatch section c.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.